Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Patient code 3191 captures the event of additional intervention required.

Event description:
It was reported that this insertable cardiac monitor (icm) was partially out of the patient's body. The health care professional (hcp) further explanted the icm on the same day. The field representative confirmed there was no infection, the incision came out and the icm popped out. The field representative believes that the patient took off the steri-strips too soon. A new icm device was implanted seven days later and remains in service. No additional adverse patient effects were reported. The involved product is expected to return for analysis.